Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching over 600 mg/dl. At the time of the report, customer's blood glucose level was 413 mg/dl. The cause for elevated bg level was unknown. Customer changed the pump supplies and administered injections to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended.